Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2013 was identified as an infection. The original surgery occurred on (B)(6) 2012. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the 3d knee insert were examined. The product used in the original surgery had been processed through acceptable hydrogen peroxide gas plasma sterilization process and was within its expiration date at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - due to infection.